Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed; however, the reported leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unspecified stent was deployed in an unspecified vessel. A 3.5x15mm nc trek rx balloon dilatation catheter (bdc) was unpackaged, the lumen was flushed, and the protective sheath was removed without difficulty. After prepping the nc trek rx bdc with contrast and with negative pressure pulled, the nc trek rx bdc was advanced and crossed the stent without difficulty. Prior to attempting inflation (with negative pressure still drawn), bubbles were noted in the proximal hub then the hub separated from the shaft. The uninflated nc trek rx bdc was withdrawn without difficulty. Another unspecified nc trek rx successfully completed stent post-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.